Manufacturer narrative:
This investigation was initiated due to a customer report of false susceptible amoxicillin/clavulanic (amc) results for neqas survey escherichia coli (distribution 4270 sample 4347) when testing with the vitek® 2 ast-209 card using vitek 2 v7.01 software. The customer submitted the strain for evaluation. Identification of the submitted organism was confirmed and testing included one card from the customer lot (5790509403 cl) of ast-n209 cards, as well as one card from a random lot (5790562203 rl). The reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing : agar dilution (ad) with a 2:1 ratio of amoxicillin to clavulanate acid, which was the method used for amc01n development on ast-n209 according to clsi : amc mic = 4/2 mg/l susceptible. On vitek 2 v7.01, ast-n209, on both lots tested (aes parameters : eucast + eucast based) : amc mic = 4 mg/l susceptible. The vitek 2 amc mic (4 mg/l) is within essential agreement with the reference ad mic (4/2 mg/l s) without any category error. => susceptible customer result is reproduced in-house and is agreement with the ad reference method. The isolate was also tested on one random lot of ast-n372 card (lot 0220687404) with the new formulation amc02n (which was developed on broth microdilution with a constant concentration of clavulanate acid as recommended by eucast). Vitek 2 gave : amc mic = 16 mg/l resitant as intended by neqas survey. Conclusion : vitek 2 ast-n209 result is in agreement with ad reference method and is most likely discrepant from neqas expected category because the card was developed according to clsi method on ad with a 2:1 ratio rather than fixed concentrations of clavulanate acid on bmd as recommended by eucast.

Event description:
A customer in (B)(6) reported a false susceptible amoxicillin/clavulanic acid result for an escherichia coli neqas survey strain (distribution (B)(4); sample 4347), in association with the vitek® 2 ast-n209 test kit (lot 5790509403). The customer stated their result was susceptible (mic=4) with the ast-n209 card. The expected result was resistant. A biomérieux internal investigation will be initiated.